Event description:
The patient was referred from another hospital because of a fractured trapese filter. There was no clinical sequelae. The filter was implanted about four years ago. There was no intervention done to correct the event. It was noted that the patient did not have any symptoms from the fracture, the fault was found by chance.

Manufacturer narrative:
The complaint received states the trapease vena cava filter has strut fractures. The patient is female of unknown age and medical history. The indication for filter implantation is unknown; the patient noted it was placed prior to surgery approximately four year ago. The fracture was identified coincidentally on an x-ray of the abdomen, there were no complaints associated with the fracture and the patient was unaware of the fracture. There is no reported injury to the patient. The device is unidentified, no sterile lot number is reported, and remains implanted thus unavailable for analysis. There was no sterile lot number available, therefore, no DHR could be completed. Filter strut fracture is a known potential adverse event associated with vena cava filter implantation. Anatomic locations that create concentrated stress points from filter deformation; for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte; may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Without the device history available it is not possible to draw a clinical conclusion regarding what factors may have contributed to the reported event.